Event description:
The surgeon was using a cook 70 cm introducer in the patient. The outer covering of the sheath ripped in half in the patient with the two halves attached by wire braiding. The surgeon had to cut off the hub of the catheter to pass a wire and extract it from the body.